Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Event description:
It was reported that there was a high o2 inlet alarm during ventilation of the patient. It was also noted that oxygen could be heard leaking from below the device. There was no harm to patient. No additional patient information will be provided per hospital policy.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that there was a high o2 inlet alarm during ventilation of the patient. It was also noted that oxygen could be heard leaking from below the device. The service screen can not be accessed as the user has chosen to continue using the ventilator to ventilate the patient. No other information has been able to be obtained even after multiple attempts by manufacturer.